Manufacturer narrative:
Product analysis a gooseneck snare was returned for evaluation biologics were observed in the catheter the marker band was missing from the tip of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to remove an ivc filter via right jugular vein access using the gooseneck snare, the distal tip of the snare catheter broke off within the vessel. The broken portion of the catheter was unable to be retrieved and was left within the vessel. The catheter and snare were removed as a unit, and a new device was used to complete the procedure. No abnormalities in anatomy, resistance, or vessel stenosis were noted. The vessel had minimal tortuosity and calcification, with a diameter of 21mm. The instructions for use were followed without issue. No patient symptoms, complications, adverse outcomes, illnesses, infections, or deaths were reported. No patient complications have been reported as a result of this event. The piece of catheter that broke off will not be retrieved at a later date

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.